Event description:
It was reported by the customer that 3 bd syringe 10 ml ll bns had black spots. The following information was provided by the initial reporter, translated from spanish to english: 3 pieces were found with black spots.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore, (B)(4) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1266636. Medical device expiration date: 31-aug-2026. Device manufacture date: 23-sep-2021. Medical device lot #: 1111284. Medical device expiration date: 31-mar-2026. Device manufacture date: 21-apr-2021. Medical device lot #: 1111298. Medical device expiration date: 30-apr-2026. Device manufacture date: 21-apr-2021.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-nov-2022 h6: investigation summary nine loose samples were provided to our quality team for investigation. The samples were visually evaluated. One sample from batch 1111284 had two black dots on barrels, one sample from batch 1266636 had one black dot on the barrel near the flange. Seven samples from batch 1111298 had brown/black embedded foreign matter present on barrel. Two samples from them had missing print, one sample had ink smears, one sample had excessive skewed scale with minor damage to the barrel with four ink dots and one sample observed to have a broken plunger rod. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the broken plunger rod defect is associated with the assembly process and scale markings defect is associated with the printing process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided batch numbers 1111284, 1266636 and 1111298. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported by the customer that 3 bd syringe 10 ml ll bns had black spots. The following information was provided by the initial reporter, translated from spanish to english: 3 pieces were found with black spots